Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reported event of infection was received on 21jun2016. Information was subsequently received on 23apr19 and revealed the patient subsequently developed positive blood cultures. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. Product event summary: analysis was performed and no anomalies were found. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a possible infection. There was a small area on the incision line that was reddened and irritated and was not resolved with antibiotics. A new ipg system was implanted on the opposite side. It was further reported that the ipg had previously eroded through the skin multiple times and was treated with closure. It was also reported that after the ipg system extraction, the patient subsequently experienced drainage from the former pacemaker site and developed a fever. Blood cultures confirmed staphylococcus epidermidis. No further patient complications have been reported as a result of this event.